Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an unknown patient who was receiving an unknown drug via an implantable infusion pump. The patient name was asked, but the spelling of the name was not confirmed. It was reported that MRI compatibility guidelines were requested. The procedure was not due to a problem with the device or therapy. No medical symptoms were mentioned. The hcp stated that the pump no longer worked. The event occurred in 2016 or 2017. No additional information was provided to clarify the issue. It was noted that the hcp was not sure if the patient still had drug in the pump. No further complications were reported.